Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the radial artery. A balance middleweight universal ii guide wire was advanced without resistance; however, the guide wire felt resistance with anatomy during removal. No force was applied, but the guide wire tip separated. The separated portion was retrieved with an unspecified lasso to complete the procedure, and it was confirmed no portion of the device remains in the patient. The patient was in good condition. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned unit. The separation was confirmed. The difficult to remove was unable to be confirmed due to the condition of the returned unit. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported from this lot. Based on the information provided, the investigation determined that the reported separation was likely related to case circumstances. In this case, it is likely the wire was damaged during the insertion process or during the procedure which was felt during removal, initiating the separation. The additional therapy, removal of the separated portion of the guide wire and the cut, torn, and stretch damage found during analysis were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number updated.